Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter stated that, an error message would appear on the handheld after interrogation, which indicates a possible software malfunction. The handheld computer and software were returned for product analysis. Analysis of the returned software identified file corruptions, which caused the reported problems. No anomailes were found in the product analysis of the hp handheld computer.